Event description:
It was reported that an adverse event occurred. The patient experienced a hypoglycemic event which occurred on an unspecified day after the sensor was inserted (sensor location not specified). On (B)(6) 2024, the patient was sleeping when she became unconscious due to hypoglycemia. The patient stated her continuous glucose monitor (cgm) value dropped low and stated she "assumes" the cgm device was alerting her that her cgm value was low. No specific cgm value was reported. The patient was also wearing an omnipod insulin pump. The patient's mother called emergency medical service (ems) and once ems arrived, the patient's bg meter reading was 27 mgdl. The patient was transported to the emergency room (ER). The patient can no longer recall what medication or treatment she was provided by ems or while at the hospital. On (B)(6) 2024, nine days later, the patient was discharged. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.